Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple non-sustained oversensing episodes were noted on the patient's device. The review of the episodes showed myopotential oversensing. Programming changes were discussed. No intervention was performed. The patient was stable.